Event description:
It was reported that a transmitter failed error occurred. It was reported that the patient exposed components to MRI, CT scan, or diathermy treatment. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share log was performed and transmitter fail error was found. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. It was reported that the patient exposed components to MRI, CT scan, or diathermy treatment. No injury or medical intervention was reported.